Manufacturer narrative:
Upon receipt, the lead was still connected to the ICD. The connection was appropriate. After disconnection of the ICD and the lead, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 83 months and 42 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, which led to several shock deliveries. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the ICD to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed 34 cm distal to the is-1 connector pin that the insulation was found squeezed and damaged. In this region the conductor cable leading to the distal ring electrode was found fractured. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, the insulation was found abraded through between 47 cm and 56 cm distal to the is-1 connector pin. Based on the characteristics of this abrasion, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The above mentioned insulation damages are assumed to be the root cause of the re-ported oversensing. Further damages such as a deformed rv shock coil, most likely resulted from the extraction procedure due to tensile stress. The manufacturing processes for these devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. The clinical observation presumably resulted from the observed lead damages. The analysis did not reveal any sign of a material or manufacturing problem of these devices.

Event description:
After an implantation period of approx. 83 months, oversensing on the ventricular channel was reported. The lead was explanted.